Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012373155 was returned and analyzed. Visual inspection of the handle area was performed. A kink was observed at the side port tube. The native dilator could not be fully inserted into the returned sheath. The x-ray inspection showed no foreign material inside the shaft. The native dilator was inserted into the lab test sheath and retracted several times, without any friction. The borescope inspection of the device showed a restriction in the sheath inner diameter (ID) at a specific segment, blocking the dilator from advancing. Visual inspection indicated that the restricted segment is located 4 inches from the tip. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06178 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01659 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the sheath failed the return product inspection due to the dilator not fully inserting into the sheath, the sheath ID being restricted and a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the dilator did not fit into the sheath. The sheath was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
The pressure and vacuum test results were corrected on the product analysis. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.072 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.010 psig and in an acceptable range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.